Event description:
The following event was reported to ventec by the device¿s previous manufacturer: "the concentrator or its components caught fire in the user's home. As a result, the customer sustained facial injuries. He was treated as an inpatient in hospital. According to the user, the fire started in the device's power cable. The firesafe adapter was connected to the hose, but there were no burn marks. The photo documentation shows that the firesafe is located between two connecting hoses and is not connected close to the patient as required. The affected concentrator has already been disposed of and cannot be subjected to testing. There is one photo documentation provided to the manufacturer. (B)(6) was able to reach the customer for the first time on march 13, 2024, and have the concentrator replaced on (B)(6) 2024. According to the customer, the fire started on the power cable, but he didn't have it himself seen. The fire is said to have then quickly passed through the o2 hose so that the customer no longer had a chance to remove the nasal cannula. The humidifier cup is completely burned. However, parts of the hose still look very good." The device's previous manufacturer also advised ventec that the UDI information for the device was not available; therefore, section d4, UDI, is "unknown." Due to a technical issue with ventec¿s electronic medwatch submission platform, we are unable to enter ous contacts in our esub form and have instead entered in the domestic (USA) reporter¿s information. Section d3, manufacturer and section g1, manufacturing site, of this initial medwatch report should actually state: manufacturer name: invacare suzhou; manufacturer street 1: no. 5 weixi road, sip; manufacturer city: suzhou, jiangsu; manufacturer country: chn; manufacturer postal code: 215121. Section e1 initial reporter should have actually state: (B)(6).

Manufacturer narrative:
H6: the device has not been returned to ventec for evaluation. The distributor provided the previous device manufacturer, invacare, with photographs of the device. These photographs visually verify that the device had caught fire. The distributor advised invacare that the device was retrieved and disposed of following the reported event. As a result, the device is not available for evaluation. The previous device manufacturer, invacare, continues to investigate the reported event. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : not returned to manufacturer.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, UDI #, of the initial medwatch report stated: unknown. Section d4, UDI #, of the initial medwatch report should have stated: none. This device was manufactured and placed into commercial distribution back in may of 2015, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state none.

Manufacturer narrative:
H6: the previous device manufacturer, invacare, was provided with multiple photographs of the device for analysis. Invacare later provided ventec with the following investigation: ¿the damage visible on the outside of the concentrator housing, on the tubes and on the floor indicates that the reported fire was caused by an external source. It could be that the incident was caused by the user smoking while using the device or that there was another external ignition source in the area of the tubes/cannula at the time of the incident. We received the information that "the firesafe is located between two connecting tubes and is not connected close to the patient as intended". This was confirmed by the photos we received. The purpose of the firesafe valve ("fire-activated flow stop") is to stop a fire in the tube caused by an external source in order to protect the patient, which is why the firesafe valve should be placed close to the patient. We received information that the patient suffered injuries to the face. We were also informed that the patient is a smoker. As stated in the instructions for use, smoking is prohibited while using the concentrator, as is use near open flames or other sources of ignition, heaters and similar electrical devices. We would also like to point out that the concentrator has a brass outlet. This prevents an external fire in the tubes/cannula from entering the device. Furthermore, the impact-resistant and flame-retardant plastic housing complies with ul 94-v0. The following safety-relevant information can be found in the user manual: "intended use: warning! Risk of injury or damage use of this product outside of the intended use and specifications has not been tested and may lead to product damage, loss of product function, or personal injury. ¿ do not use this product in any way other than described in the specifications and intended use sections of this manual." "General guidelines: danger! Risk of death, injury, or damage from fire: textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. To avoid fire, death, injury or damage: do not smoke while using this device. Do not near open flame or ignition sources. Do not use any lubricants on concentrator unless recommended by invacare. No smoking signs should be prominently displayed. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered. Keep the oxygen tubing, cord, and concentrator out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances." There is also a warning sign on the concentrator that contains the following warning: "risk of fire - no smoking, open flame or ignition sources", as well as warning symbols indicating "no smoking" and "no open flame". "Danger! Risk of death or injury from electric shock. To reduce the risk of burns, electrocution, death or injury to persons: do not disassemble. Refer servicing to qualified service personnel. There are no user serviceable parts. Avoid using while bathing. If continuous usage is required by the physician's prescription, the concentrator must be located in another room at least 2.1 m (7 ft) from the bath. Do not come in contact with the concentrator while wet. Do not place or store concentrator where it can drop into water or other liquid. Do not reach for concentrator that has fallen into water. Unplug immediately. Do not use frayed or damaged ac power cords." "Accessories: optional accessories: [...] If a commercially available, fire-activated flow stop device is used in the accessories setup, it should be placed as close to the patient as possible.[...]" The statements referenced above by invacare are located in the invacare® platinum® oxygen concentrator irc9lxo2awq user manual beginning on page 6. As previously stated, the device was disposed of following the reported event, therefore it was not available to invacare for an evaluation. The cause of the reported issue could not be conclusively determined.